Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited early battery depletion, charge circuit wa rning, and end of service (eos). It was noted that technical services was contacted and they indicated the device needed to be changed out immediately due to an anomaly. The device was explanted and replacement is unknown. No patient complications have been reported as a result of this event.